Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with customer that no sample patient ID was available as the affected patient had been discharged. The customer agreed to share details if the issue reoccurred. As no further occurrences were reported, tss proceeded to close the case. The system functioned as intended after technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses unable to patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.